Manufacturer narrative:
In spite of numerous attempts, no information concerning the type of procedure, patient symptoms and other case information was provided to the company. The company has conservatively decided to report this incident, since it was reported as an explant (involved surgical intervention). The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
An explant involving the orthadapt bioimplant was reported to the manufacturer. No further information was provided in spite of numerous attempts.